Manufacturer narrative:
The hook for the claw and the counter hook were assembled between two vertebrae at the top of the construction. The upper vertebra, which is not connected to the construction, may be submitted to small movements which can stress the counter hook and cause its breakage. The hook is combined with a counter hook to form a self stable anchorage point on a single thoracic vertebra and not between two vertebrae. We conclude that it is a case of construction not required by the surgical technique. Device not returned.

Event description:
Breakage of the long transverse counter hook between the bar and the laminar hook body detected on post-op x-ray after 6 years.